Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller from inform ii system user facility reported patient blood glucose results of 16.9 mmol/l on inform ii (B)(4), lab 6.4 mmol/l, blood gas analyzer 6.4 mmol/l within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.